Manufacturer narrative:
Despite multiple attempts, no additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a syncopal episode and was admitted to the hospital. Review of their system indicated loss of capture on the left ventricular (lv) lead that lasted for eight seconds. High lv pacing impedance measurements of up to 1700 ohms were also observed. The lv lead was reprogrammed and remains in service. No additional adverse patient effects were reported.